Event description:
Customer reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after following these instructions, the customer did not encounter the error again and successfully started their sensor session.